Manufacturer narrative:
The device was returned for analysis. The reported ¿suture not present when the plunger was removed¿ was confirmed as the posterior needle tip was caught in the posterior foot. The observed link separation appears to be a symptom of the posterior needle tip caught in the posterior foot. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to the plunger not fully depressed flush with handle body during deployment, such that the needle tip did not fully eject from the foot pocket. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique prior to a left atrial appendage occlusion (laao) procedure. Reportedly, the prostyle device was deployed, however, the suture was not present when the plunger was removed. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 14f and the laao procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.